Event description:
It was reported that the left ventricular (lv) lead had high thresholds and impedance. The parameters on the lead were reprogrammed and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.